Manufacturer narrative:
Please also reference 1822565-2016-00174 regarding this event. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.

Event description:
It is reported a patient's hip arthroplasty was revised due to instability.